Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted due to pain and discomfort secondary to osteoarthritis of the right knee. The patella was resurfaced and depuy cement was utilized x2. There were no surgical or postoperative complications in the operative notes. Revision of the right knee due to progressive pain, radiographically identified tibial lucency, and loosening of the tibial tray. Intraoperative findings confirmed gross loosening of the tibial tray at the cement to implant interface and deficient medial proximal tibial bone. The surgeon notes removal of reactive tissue from the posterior aspect of the femur as well as the medial and lateral gutters. There was no reported product problem with the revised tibial insert. The femoral and patellar components were well-fixed and not revised. The procedure was completed without complications. The patient was revised to depuy components and competitor cement. Doi: (B)(6) 2016. Dor: (B)(6) 2019, right knee.